Event description:
Clinic notes were received from a surgeon's office indicating that the patient complained of pain at her generator site. The physician noted that the patient's generator appeared to have become displaced and was pronounced in the skin, causing the pain. The physician noted that pocket revision surgery was necessary because the generator may rupture through the skin if not repositioned. The generator was interrogated and high impedance was identified several times. The generator was programmed off. The physician believed that the high impedance may have been caused by the lead pin becoming dislodged from the generator as a result of the migration and protrusion of the generator. The patient was referred for surgery during which the generator would be re-anchored and lead pin reinsertion troubleshooting would be performed. The patient underwent surgery to reposition the generator and determine the cause of the high impedance. The lead pin was found totally disconnected from the generator and initially could not be located in the patient. When the lead was finally located in the upper neck, a full lead cut was observed on the lead body. The patient's parents recalled that the patient had previously fallen, and they and the physician presumed that the fall could have contributed to the migration of the generator and disconnection of the lead, as well as the subsequent generator protrusion and pain. The patient's parents requested explant of the vns. The explanted system was not returned to the manufacturer per hospital policy. No additional relevant information has been received to date.